Event description:
It was reported that, while reaming for a bone graft in the femur, the drive shaft broke near the tip where the reamer head attaches. The break occurred as the surgeon was removing the construct. The reamer head was still attached. All fragments were retrieved and the procedure was completed successfully. There was no patient harm or surgical delay reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Power equipment designed specifically for reaming should not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. After reviewing the design of the device it was determined that the design is adequate for its intended use and did not contribute to this complaint condition. Specific details regarding the technique used/application which led to the device failure were not provided, however it is likely that excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.